Manufacturer narrative:
Report was of unknown reasons and was unable to be confirmed. X-ray demonstrated wireform intact. As received, all three leaflets had cuts of approximately 4mm x 12mm on leaflet 1, 3mm x 10mm on leaflet 2, and 3mm x 10mm on leaflet 3. The cuts had smooth and straight edges; cut out leaflet fragments were not returned. All three leaflets were stiff and translucent at the free margins due to dehydration. A serrated mechanical damage mark was observed on the outflow surface of leaflet 1 near commissure 1 and did not penetrate the leaflet. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the inflow aspect. Host tissue overgrowth on the stent circumference was minimal at the outflow aspect. Sewing ring was cut around commissure 1.

Event description:
It was learned via implant patient registry that a 3300tfx 25mm aortic valve was explanted and replaced with a 3300tfx 23mm after an implant duration of 7 years, 3 months due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11. Additional narrative. Updated h6. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.